Manufacturer narrative:
D10 concomitant products: product ID: mrasc0005 sn:(B)(6). Product ID: mrasc0002 sn:(B)(6). Product ID: mrasc0002 sn:(B)(6). Product ID: mrasc0002 sn:(B)(6). Product ID: mrasc0001 sn:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the patient being under anesthesia or in the operating room (or), none of the arm cart assemblies (acas) were functioning as expected. Following a recommendation to restart aca2 (sn- (B)(6), the aca2 and monopolar scissors on the aca3 (sn - (B)(6) became functional. However, aca1 (sn - (B)(6). Aca-4 (sn - (B)(6) remained unusable despite appearing green on the surgeon console. The staff attempted multiple troubleshooting steps, including removing and reinserting the instrument and sterile interface module (sim), as well as breaking and re-docking, without resolution. The fse recommended restarting the remaining acas; however, the staff elected to convert the procedure to laparoscopic surgery due to time constraints. No patient harm was reported. There was more than 30 minutes delay due to the reported issue. The field service engineer (fse) also observed an unrecoverable failure on the operating room team interface (orti), affecting all acas and the surgeon console.